Manufacturer narrative:
Device evaluation of electrode belt (B)(4)  has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the cable connecting the ECG a & b, ECG c & d, and dn to rear te cables were pulled from the strain relief, pulling the j500 off at the distribution node, and damaging wires within the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed incoming functionality testing.